Event description:
Customer reported s 6:30 pm eating dinner and testing with device at 6:57 pm and result = 362 mg/dl. At 7:53 pm, customer took 15 units of their evening insulin. At 9:05 pm, customer was sweaty & clammy and device = 460 mg/dl. Customer's caregiver called 911 because they were barely responsive. Paramedics device = 20 mg/dl. Paramedics treated customer with an IV and admitted them to the e.r. (ER). No controls. A request was made for return product and replacment product was sent.